Event description:
It was reported that during an unk procedure, the titanium of the device fell off. The broken part did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 06/03/2009. Eval summary: the analysis results found that the device received, was returned in good physical condition. The blade was received in good condition and 100% present. The device was tested with a generator and was functional.